Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Information received from aspire clinical database. Treatment of a left ruptured internal carotid artery (ica) sidewall aneurysm measuring 20mm x 8mm. During the procedure, it was reported that the left ica rapidly thrombosed despite proper deployment of the pipeline. Reopro was aggressively infused and the proximal left ica was therapeutically occluded with coils. It was reported that the patient's condition resolved on (B)(6) 2012.